Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found with a melted fiber connector. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera light guide for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting a da vinci-assisted gastric bypass surgical procedure, the surgical staff disconnected the handheld camera light guide but did not turn the light source off and set it down on the bed. The caller reported that the surgical staff found the handheld camera light guide had burned through the drape and bed padding, and it hit the strap near the patient. The caller stated that there was no patient injury, but the handheld camera light guide was damaged. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended best practices for the handheld camera light guide to not leave the light source on when not in use and not to leave the light source unattended. It was noted that the handheld camera light guide remained hot after use and had burned through layers of the drape blanket and a portion of the belt pad. It appeared blackened and charred on both metal tips/ends. The procedure was completed as planned with no reported injury.